Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced discomfort due to the issue. Surgical intervention was undertaken during which the ipg was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. It was determined the ipg was replaced with a smaller model to address discomfort at ipg site. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Section b3: date of event is estimated.